Event description:
It was reported following a percutaneous peripheral intervention (ppi) in the right common iliac artery (cia), a 6f angio-seal sts plus was selected for use. No pre-deployment angiogram was performed; the puncture site was in the common femoral artery (cfa) with a 4.0 millimeter (mm) lumen diameter, and a 6f medikit sheath was used during the procedure. Following deployment, bleeding continued and manual compression was applied for 20 minutes as hemostasis was not obtained with the angio-seal sts plus. At the time, the physician repeatedly pushed the tamper tube into the collagen plug. The patient was thin, the collagen plug came out of the skin surface and it was not possible to push it inside. Part of collagen plug was cut. Twenty four hours later, the patient reported pain and an ankle brachial index (abi) revealed a drop to 0.64. Forty eight hours after the angiographic procedure, an angiogram revealed a 99% stenosis at the puncture site. Surgical intervention was performed 7 days following the initial percutaneous procedure and the angio-seal was removed and the patient was reported to be in good condition after the operation. The patient is projected to be discharged from the hospital 7 days following the surgery. Heparin was administered during ppi and ticlopidine, cilostazol, aspirin are being prescribed before ppi (dose unknown).

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) states in very thin patients, the collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.